Event description:
It was reported by the sales representative that the patient underwent a lead revision due to high impedance. The device was discarded by the facility. No other relevant information has been received to date.